Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) alerted due to decreased synchronization (< 80%). Review of the device data showed the left ventricular (lv) pace impedance had been consistently greater than 3,000 ohms for several months and there was possible lv loss of capture. Technical services recommended assessment of the lv lead integrity. The lv lead remains in service. Additional information received indicated that the high impedance persisted and that failure to capture was confirmed at 6.5 v at 2.0 ms. Review of the vector guide demonstrated that all vectors involving the lv2 electrode had impedance greater than 3,000 ohms. The lv lead vector was subsequently programmed to lv3-lv4, with an lv lead impedance of 691ohms and a pacing threshold of 2.0v @ 1.5ms. No adverse patient effects were reported.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) alerted due to decreased synchronization (< 80%). Review of the device data showed the left ventricular (lv) pace impedance had been consistently greater than 3,000 ohms for several months and there was possible lv loss of capture. Technical services recommended assessment of the lv lead integrity. The lv lead remains in service and no adverse patient effects were reported.